Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 529 mg/dl at the time of incident. Troubleshooting found that the pump alarmed no delivery and that the basal rates were recently changed from 100 to 120 percent. Customer also indicated that the pump was submerged in water at one point and also received a battery out limit alarm. Customer was advised to follow up with doctor regarding the high blood glucose and to monitor pump as it appears that the pump is performing as designed and that the water had not damaged the pump.